Manufacturer narrative:
Device evaluation:analysis of the returned device identified: opening on anterior crease flat and brown particles in fill channel. Leak test and microscopic analysis was performed which identified: striated opening on anterior and sharp opening on valve bond edge. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: striated opening assessed as surgical damage. A sharp pattern on valve bond edge of opening device assessed as an unidentified (tear) opening.

Event description:
Healthcare professional additionally reported capsular contracture baker grade I. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted and replaced.